Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose level was ranged from 150 mg/dl to 134 mg/dl. The user was able to load a new cartridge and resume insulin delivery. Reportedly, the user would continue to use the pump until replacement pump is received.